Event description:
It was reported that the left ventricular (lv) lead was capped and replaced on (B)(6) 2023 due to diaphragmatic stimulation. There were no adverse health consequences, the patient was stable.